Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc sensor. Customer received low readings on the adc sensor and experienced hypoglycemia with symptoms described as apathy, sweating, "changing of color in the face", seizure, and a loss of consciousness. Customer was unable to self-treat and was seen at a hospital where unspecified treatment was provided for a diagnosis of hypoglycemia. Customer remained hospitalized for 5 days. There was no report of death or permanent injury associated with this event.